Manufacturer narrative:
E1 name, corrected data: initial report inadvertently listed the wrong initial reporter and address e3 occupation, corrected data: initial report inadvertently listed the wrong occupation e4 initial reporter also sent report to FDA, corrected data: initial report inadvertently listed incorrectly that a report had been submitted to the FDA.

Event description:
It was confirmed that the patient had a full system revision. The pathology department at the explanting hospital did not receive the explanted devices likely indicating they were discarded. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or ;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Programming history database review was performed and a high impedance event was confirmed to have occurred. Upon an interrogation it was determined that the battery was at eos with high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.